Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre 2 sensor could not be activated so she removed it from her arm. As a result of being unable to obtain readings, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring treatment of glucagon by a third-party. There was no report of death or permanent injury associated with this event.